Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured ventricular tachycardia with a "possible" relationship to the impella device: "multiple episodes: (B)(6) 2023." It was reported that "lido and amini" were infused as a result.

Manufacturer narrative:
The investigation into the ventricular tachycardia (vt) issue has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.